Event description:
It was reported an error code 41541. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did not notice any external damage. The customer stated problem was not confirmed. Could not duplicate customer stated problem, pump passed all functional tests. The latch lock flex cable was replaced as a preventative measure during repair. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.